Event description:
User seen with the hearing acoustician following a lack of results (no sound). The user will consult her ENT surgeon to be explanted and re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.